Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that prior to implant, an alert for capacitor charge time limit reached was observed. The charge time was found to be variable. The device was not implanted. The procedure was successfully completed with a different device. There were no consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.